Event description:
It was reported that the catheter was being placed in a female pt's right internal jugular in the intensive care unit to administer of total parenteral nutrition (tpn). The 16cm central venous catheter (cvc) became dislodged from the box clamp. The box clamp was used to secure and suture the catheter. Therefore, the catheter dislodged from the pt. Additional info rec'd from the sales rep on (B)(4) 2010, stated there was no delay in treatment, no pt death and no reported pt complications. The catheter migrated out of the pt completely from the box clamp. The device was not replaced as they felt the pt no longer needed treatment. Further info rec'd on (B)(4) 2010 from the sales rep stated, the pt outcome was fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.